Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml evacuated container was broken (cracked). The issue was identified when opening the box to unpack the containers. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. Visual inspection was performed and a damaged bottle was observed in one photograph. The additional photograph was of the shipping carton; however, the photo did not show the entire carton.the reported condition was verified. The cause of the condition could not be determined; however, the probable root cause was a distribution/shipping error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.